Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The emitter was returned for analysis. Functional testing determined that the emitter was malfunctioning causing the reported event. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the instrument interface is showing a fault in the software. The manufacturing representative moved the interface around to different systems with different emitters and the fault followed the instrument interface. There was no patient present when this issue was identified.